Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the atrial leadless pacemaker (alp) had low pacing impedance. The patient was asymptomatic. No intervention was performed and there were no patient consequences.